Event description:
It was reported that bd maxzero needleless connector was damaged. The following information was received by the initial reporter with the following verbatim: for icare (B)(4): the patient stated they felt a splatter and the rn had blood on the facial mask. When drawing labs from PICC, when removing the blood syringe from the microclave, the blue part popped up. The patient stated they felt a splatter and the rn had blood on the facial mask.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
(B)(4)- follow up MDR for device evaluation. The customer reported the blue part popped up and returned one used sample of mz1000 standalone maxzero needless connector, lot unknown. The set was visually examined for defects and abnormalities. No defects or abnormalities were observed. The mz was primed with water from a 10 ml bd syringe, and under pressure and capped there was no sign of leakage or other issues. A device history record review could not be performed on material mz1000-07 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.